Manufacturer narrative:
This report is for an unknown plat/screw construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: park, j.-g. Et al (2019), increased preoperative medial and lateral laxity is a predictor of overcorrection in open wedge high tibial osteotomy, knee surgery, sports traumatology, arthroscopy, vol. Xx (xx), pages 1-9 (korea, south). The aim of this retrospective study is to estimate the amount of correction errors due to soft tissue factors using digital image processing software, assess the effect of both medial and lateral soft tissue laxity on overcorrection after open wedge hto (owhto), and to identify the cutoff values of soft tissue laxity for the prediction of overcorrection after owhto. Between april 2014 to september 2017, a total of 62 patients (13 male and 49 female) with 68 knees, with a mean age of 55.7 ± 5.3 years (range 43¿72 years) underwent open wedge high tibial osteotomy (owhto). Surgery was performed using a tomofix¿ (depuy synthes, bettlach, switzerland or synthes gmbh, solothurn, switzerland). The mean follow-up period was unknown. The following complications were reported as follows: a total of 17 of 68 knees showed a > 10% wbl ratio overcorrection from soft tissue factors. A (B)(6) year old female patient had a 10.8% soft tissue overcorrection after open wedge high tibial osteotomy (owhto). The valgus stress plain radiograph of the affected knee showed a medial laxity of 3.0°. This report is for an unknown synthes plate/screws construct. It captures the reported (B)(6) year old female patient who had a 10.8% soft tissue overcorrection and her knee showed a medial laxity of 3.0°. This is report 2 of 2 for (B)(4).